Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that while the doctor was preparing to complete the case the patient went into complete heart block. The impella cp flow was increased and the temperature pacer was placed in the right femoral vein. The impella cp device was removed, but the patient continued to decompensate so the device was reinserted, and support started was restarted. Hemodynamics was obtained at the end of the case.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.